Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm) while wearing the device for an unknown duration. The patient reported the infusion site to have purulent drainage, swelling, pain, and redness. Additionally, the patient mentioned ¿knots¿ in the area of the pod site. The patient called their doctor and was diagnosed with an infection. The patient was treated with a prescription for an unknown antibiotic ointment. The patient stated their blood sugars are fine and not significantly elevated.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.4. Hardware: iphone12.1. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.